Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076-52 lead, implanted: (B)(6) 2009; 5076-58 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received a shock after the device's ventricular safety pacing sent the patient into an arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.